Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a operation was planned with a spiral blade. It was reported that it was impossible to insert the blade through the aiming arm together with the adapter. The surgeon has tried to use 2 different blades and had the same problem. This is report number 2 of 4 for (B)(4).